Event description:
Event description cpi received information that this bipolar lead 4285 had dislodged. During the extraction procedure, this lead was caught on another lead model 4269 and dislodged it as well. The leads were replaced with another model 4285 and 4269.